Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that they got insulin flow block alarm. Customer¿s blood glucose level was unknown at the time of incident. The customer stated that insulin pump was leaking insulin because the whole inside smells like insulin and he continues to get insulin flow blocked alarms. Customer stated that the event was solved by changing the reservoir. Customer stated that they keypad was responsive. The reservoir will not be returned for analysis.